Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0168731. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-16. Medical device lot #: 0269945. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-09-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tip was damaged. The following information was provided by the initial reporter: catheter tip damage.

Manufacturer narrative:
Investigation summary: two actual unused samples with open packaging were received by our quality team for evaluation. The samples were subjected to visual inspection to check for catheter tip damage and foreign matter. On the first sample, a clear gel-like liquid substance was observed on the catheter tubing mid-section and a v-shaped cut was observed on the catheter tip. On the second sample, a tip spear was observed on the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. On the first sample, the liquid substance is most likely a result of excessive lubricant deposit on the catheter. The excessive lubricant most likely occurs during the catheter tipping process, when additional lube was applied to the catheter tip during the set up. Excessive lube could flow from the tip and deposit on the catheter mid-section depending on the product storage position. On the first sample, a v-cut on the catheter tip was also observed. For this nonconformance, the manufacturing process was reviewed. There are no stations that could cause a v-cut on the catheter tip. The v-cut matches the shape of the cannula bevel, which could have occurred after application, when the user tried to insert the cannula back into the catheter adapter. The team is unable to establish the actual root cause as the sample was returned in open packaging. On the second sample, a tip spear was observed on the catheter tip. The catheter tip damage might be due to product manipulation. The assembly process was reviewed. If the catheter tip was torn during the manufacturing process, the defect would be detected and auto rejected by the automated tip spear vision inspection system due to not meeting the tip quality requirement. The team was unable to establish the actual root cause as the sample was returned in open packaging.

Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tip was damaged. The following information was provided by the initial reporter: catheter tip damage.